Event description:
The info received from the affiliate states that this pt, who had been enrolled in the super sl study, returned to the hospital for a follow-up visit and it was discovered that a previously placed stent was fractured. The info states that this male was presented to the interventional lab for repair of a lesion located in the left superficial femoral artery (sfa). The lesion extended from the proximal sfa to the distal portion of the sfa. The total lesion length was 25.5cm, the occluded length was 20 cm. The lesion was calcified and eccentric. The percentage of stenosis before the procedure was 95%. The lesion was pre-dilated with a 5x80 mm fox balloon. Two smart stents (one 6x 120 mm and one 7x 120mm) were deployed in the sfa, followed by post-dilation with the same balloon as the one used for pre-dilation. A third smart stent (7 x 80mm) was placed in the sfa, followed by post-dilation with the same balloon as the one used for pre-dilation. Pre and post procedural medications: 24h prior to the procedure 100 mg aspirin and 75 mg clopidogrel were given. During the procedure, 5000 iu heparin was given. At discharge, the pt was taking cardiovascular medication: heparin aspirin, clopidogrel and low-molecular- weight heparin and cletone 40 (until 2006). The pt returned to the hospital for a 6 month follow-up visit. X-rays showed that a stent fractured. The fracture was located 10cm from the proximal edge of the stented area. A binary restenosis was confirmed by a duplex ultrasound. There was no occlusion (confirmed by duplex ultrasound). No intervention was performed to treat the fracture or restenosis.

Manufacturer narrative:
This med watch report is being sent since a correction has been made as to what specific stents were used in the index procedure. It was originally reported that three stents were used, two smart stent 7 x 80mm and one smart 7x120. When the file was reviewed, it was noted in the context of the event description that, "two smart stents (one 6 x120 mm and one 7x120 mm) were deployed in the sfa, followed by post-dilation with the same balloon as the one used for pre-dilation. A third smart stent (7x80 mm) was placed in the sfa, followed by post-dilation with the same balloon as the one used before." Additional info was received from the affiliate who confirmed that the three stents that were used in the index procedure were a smart 7 x 80, smart 6x120, and smart 7x120. Therefore, this med watch is being sent to represent smart 6x120. Clinical impression: a male presented to the interventional lab for repair of a lesion located in the left superficial femoral artery (sfa). The lesion extended from the proximal sfa to the distal portion of the sfa and was described as calcified and eccentric with a 95% stenosis. The lesion was pre-dilated with a 5x80 mm balloon followed by the placement of two smart control stents (one 6 x 120 mm and one 7 x 120 mm) in the sfa, followed by post-dilation with the same balloon. A third smart control stent (7x80mm) was then placed in the sfa, followed by post-dilation, again, with the same balloon. The pt returned to the hospital for a 6 -month follow-up visit. X-rays showed that one of the stents had fractured. The fracture was located 10cm from the proximal edge of the stented area. A binary restenosis was confirmed by a duplex ultrasound. There was no occlusion (confirmed by duplex ultrasound). No intervention was performed to treat the fracture or restenosis. No treatment was given for the fractured stent. It is unk which stent fractured, and whether the investigator relates the fracture to the procedure and/or the device. With the limited amount of info available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, factors that may have influenced the event include pt, procedural, pharmacological and lesion. Please note this medwatch represents one of three products that was involved in this event and is related to mfg# 9616099-2006-00756 and 9616099-2006-00755 and 9616099-2007-01616.